Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, when performing the priming, air came in and the circulation did not go properly. They changed to another antenna and tried, but the air entered and could not circulate as the same. When they held down the hand on the lid of the pump from above, it was able to circulate without air entering. When they took the hand off, air would enter, so they held the lid down during the procedure and completed the procedure. There was no patient injury.